Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a blurry screen was confirmed via analysis of the returned system controller (serial number: (B)(4)). During testing, the controller¿s lcd display was observed to be blurry. The blurry screen did not prevent information from being displayed or read from the display. The returned controller was disassembled to inspect the internal components and a green fluid substance consistent with fluid ingress was observed on the controller¿s main printed circuit board (pcb); however, no damage related to fluid ingress was observed on the pcb components. Further inspection of the internal components revealed fluid ingress in the lcd screen, this would have resulted in the reported blurry screen. The downloaded log file contained approximately 11 days of relevant data ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The driveline was disconnected on (B)(6) 2022 at 11:58:55 to exchange the system controller. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The reported event was determined to be due to fluid ingress; however, the root cause of the fluid ingress could not be conclusively determined through this analysis. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook (rev. D) and the heartmate 3 instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 17sep2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller was exchanged due to a blurry screen that appeared to have water damage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a blurry screen was confirmed via analysis of the returned system controller (serial number: (B)(6)). During testing, the controller¿s lcd display was observed to be blurry. The blurry screen did not prevent information from being displayed or read from the display. The returned controller was disassembled to inspect the internal components and a green fluid substance consistent with fluid ingress was observed on the controller¿s main printed circuit board (pcb); however, no damage related to fluid ingress was observed on the pcb components. Further inspection of the internal components revealed fluid ingress in the lcd screen, this would have resulted in the reported blurry screen. The downloaded log file contained approximately 11 days of relevant data ((B)(6) 2022 per the timestamp). The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The driveline was disconnected on (B)(6) 2022 at 11:58:55 to exchange the system controller. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The reported event was determined to be due to fluid ingress; however, the root cause of the fluid ingress could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 17sep2019. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook (rev. D) and the heartmate 3 instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: review of the submitted log file revealed the driveline was briefly disconnected on 07aug2022 at 11:57:05 and then reconnected on 07aug2022 at 11:58:38. The pump ramped up to the set speed without any issues. The driveline was disconnected again on 07aug2022 at 11:58:55 to exchange the system controller.